Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "cut on the shaft (¼¿ from funnel)", a potential root cause for this failure could be"inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold)". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter".

Event description:
It was reported that urine leaked from the shaft of the catheter on the day of usage. The original sample was discarded at the facility site.